Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for undefined high impedance measurements from the superior vena cava (svc) coil of the patient's right ventricular (rv) lead. The patient was placed under observation after reprogramming the svc coil off, and the rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.